Event description:
Dr was performing an aortic arch and bilateral carotid angiogram and the system gave a messege "bypass fluoro and image processing not available." The catheter had to be removed from the pt so that the system could be rebooted (takes atleast 7 minutes). After the injection the same error occurred (system recovered on its own) and resulted in that the right oblique image file was corrupt and hard copies could not be obtained. The fluoro by-pass error is not an isolated event and has not been corrected by the vendor.